Event description:
The customer reported that the device was rebooting.

Manufacturer narrative:
The device was evaluated by a philips field service engineer, and the symptom was duplicated. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause, since multiple parts were replaced.